Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws no, damaged jaws no, damaged feed bar no, damaged floor no, damaged handle shrouds no, damaged tip shrouds no, damaged trigger no, damaged tube no, damaged weld seams no. Functional tests & results: jaws: inside width at tips .188. Analysis conclusion: based upon inquiry info received and visual examination, no conclusion could be reached as to what may have caused reported incident. Instrument was returned empty and locked out. As instrument was received empty, further functional testing could not be performed. Mfg and engineering have been notified of reported incident. Each instrument is evaluated during assembly process to ensure clips feed and form properly.

Event description:
It was reported during a laparoscopic cholecystectomy while using the er320 the clips were falling out of the jaws and scissoring when they did fire. The device came from kit # fdc38 and the lot number. The new clip applier was pulled to complete the case. There was no consequence to the pt.